Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, it has not been returned. A follow-up report will be provided once the device is received and reviewed.

Event description:
The PICC that was inserted during the catheter exchange on (B)(6) 2020 was found to be snapped at the bd. The bd and t-connector of the PICC were found on the bed next to the patient when the rn went to complete her assessment. The catheter was secured under the tegaderm and had not migrated. The full length of the catheter was removed.